Event description:
It is reported that the pt was revised due to a hip fracture.

Manufacturer narrative:
Evaluation summary: x-rays have not been supplied to assess the component fit and orientation per the surgical technique. The product implanted in this tha has been confirmed as compatible. The pt's bone quality is unk. The pt's weight is approximately (B)(6) pounds; his height is unk. It is unk if the femoral stem had adequate proximal support or if any radiolucencies existed. With the info provided, a definitive root cause cannot be determined. The stem is in fairly good condition, exhibiting only minor scuffs. There is minimal bone growth seen on the femoral stem. The stem is conforming to the profiles and size specifications in the ap and ml views.